Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery or low reservoir alarms noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. The insulin pump had severely scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners, scratched reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 500 mg/dl. Customer experienced thirst, frequent urination, they were sweaty and they treated their high blood glucose levels via insulin pump. Customer's blood glucose level was 370 mg/dl at the time of call. Customer declined to troubleshoot for high blood glucose levels. High pressure test was performed and passed. The insulin pump was returned for analysis.